Event description:
The patient was treated in the study with a precise (p06030rxc) stent in the right internal carotid artery. After stent deployment, the patient blood pressure dropped and dopamine was started. The patient was unable to squeeze left hand strongly. At the end of the procedure, the patient was less responsive to name, unable to squeeze hand and the patient's speech was garbled. A cat scan of the brain revealed a new acute to subacute right parietal infarct when compared to a prior MRI dated 5/2007. Following successful deployment of the stent involving the carotid artery, the patient was noted to have significant bradyarrhythmia as well as significant hypertensive response. The patient was started on dopamine and followed with neo-synephrine but had developed atrial fibrillation which converted to wide complete tachycardia. A carotid massage in the contralateral carotid was given by physician, which improved the patient's heart rate; however, patient complained of significant chest pains. An EKG showed significant st depression in multiple leads predominantly in the anterior leads. In view of the patient's clinical presentation of severe 3mm downsloping st depression as well as hypotension and chief complaint of chest pain, the patient was considered to be in acute coronary syndrome and left heart catheterization was recommended to evaluate the anatomy of the coronary arteries. The patient was noted to have a hazy 60% lesion involving the mid left anterior descending (lad) just of the takeoff of the diagonal vessel, which also showed moderate proximal disease. An ultrasound was performed and showed a heavily calcified diffusely diseased lad; therefore, percutaneous intervention of the vessel was completed successfully. The patient also had one-sided numbness and was discharged to rehabilitation, but has since been released.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with mfg report numbers 1016427-2007-00113 and 9616099-2007-02122. This product is not available for analysis. Add'l info will be provided within 30 days of receipt.